Event description:
It was reported the patient presented emergency department of the hospital following a vibratory alert. The patient received the alert due to upper out of range right ventircular lead impedance. Increase capture threshold was also noted. The patient was discharged.